Manufacturer narrative:
Device is not being returned for evaluation. (B)(4).

Event description:
During an anterior bankart repair it appeared as though the disposable drill bit malfunctioned resulting in an inadequate hole drilled and resultant anchor breakage upon insertion. The surgeon positioned the curved guide at the most inferior portion of the tear and the pa drilled the hole with the curved drill bit in forward. As instructed, she kept the drill moving and in forward going in, bottoming out on the guide and while removing the drill from the guide. There was some resistance during drilling and it was assumed it was due to the curve. When the guide was removed the proximal 1/3 of the anchor was broken off and floating in the joint space. It was easily retrieved. The rest of the anchor was partially imbedded but very loose and also easily removed. The case was finished using 2.3mm bioraptor (non curved) in another location and without complication.

Manufacturer narrative:
During our evaluation it was observed that the drill is damaged, the coils are uncoiled. CAPA (B)(4) has been opened to address this issue. Investigation is ongoing. (B)(4).